Event description:
It was reported that the patient presented to the hospital one week post implant to relieve a hematoma at the pocket area. Two hours post procedure, hv lead impedance values were high and out of range. Lead fracture was suspected. The lead was explanted and replaced. The hematoma was relieved and the patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.